Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
(B)(6) hips - [hospital] patient had mdm implants in situ with active infection requiring a washout and replacement of head and liners. Implants were sent the morning of case, which started at 8:00. At 8:07 they couldn't be located and I asked if they had been sent and was told they had left sa warehouse at least 20 mins prior. The staff and I could only find a box of metal heads, no tubs of mdm implants. I asked for pods but the only information available was that he was still in transit. At this stage the surgeons were scrubbed for the case and the patient was anaethetised. I had to discuss with the surgeons that the required implants weren't at the hospital, they were with the courier of which I did not know where or how far away he was. I had ran over to the private hospital to borrow consignment implants, which weren't the same as what the patient had in but offered them as an alternative. The surgeons couldn't use this implant construct as the patient was too high risk for dislocation, so the only option would be to carefully remove implants, wash them in betadine, and then reimplant. This would be a very high risk of reinfection and compromise the patient. The surgeons agreed to slow down the surgery to give the courier more time to arrive, meaning that the patient had a longer aneasthetic time than required. At 9:30 they were delivered, but to the wrong location and I had to leave theatre to go and find them,